Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" and "something hard and sharp is jabbing them inside the left side implant." Patient also stated they are experiencing "numbing cold in the chest area". Device remains implanted.